Manufacturer narrative:
Further information was requested but not yet received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. The bradycardia and pause episodes were often monitored via remote transmission since the device was implanted and it was noted that false positive episodes occurred frequently. The physician suspected that the implantable cardiac monitor (icm) exhibited inappropriate undersensing. Programming changes were suggested. There were no patient consequences.